Manufacturer narrative:
D.2. Additional medical device types: nsu, ouy, pqa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ vaginal panel, a discrepant trichomonas vaginalis (tv) patient result was obtained. Initial test was tv negative on bd max¿ vaginal panel. Repeat test was tv positive on bd max¿ ctgctv2. There was no report of patient impact.